Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during ladg, the surgeon inserted the device to the trocar , opened and closed the jaws for a several times to clamp the tissue of the stomach. Then tried to fire the device ,however could not. The surgeon said the status indicators were probably illuminated blue. The procedure was completed with another device. No injury to the patient.